Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was over 600 mg/dl with extreme thirst and urination, abdominal pain, nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history; the bolus history and total daily dose bolus history matched appropriately. It was alleged the bolus records were missing with unknown reason. This complaint is being reported because the reported health event was related to an alleged pump malfunction.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2015-product analysis:the device was returned and evaluated by product analysis on 06/25/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box found no related issues or evidence of abnormal behavior. The pump¿s total daily dose history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack was observed.